Event description:
My daughters dexcom g6 sensor broke. The plastic tab that holds the transmitter in place broke off within 2 hours of insertion. The sensor can not work if the transmitter doesn't stay clipped in. We replaced with a new sensor and the second sensor did the same thing about 12 hours later. These sensors are supposed to last 10 days each and we couldn't even get 1 full day out of either. FDA safety report ID# (B)(4).